Manufacturer narrative:
The unique identifier (UDI) # information is not available since the device was manufactured before 10/18/2015 (date of implementation of UDI in manufacturing).

Event description:
It was reported that the anesthesia system had a leakage at the o2 gas supply inlet. There is no information about patient involvement. Manufacturer's reference number: (B)(4).

Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information revealed that there was a leak in the oxygen supply pressure hose. The oxygen hose was replaced and the anesthesia system was cleared for clinical use. The event occurred during patient treatment. There is no allegation of patient harm. It was further stated that the affected hose was not manufactured by our company. There is no indication of a malfunction of the anesthesia system that was used at the time of the event.